Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional omnilink stent delivery system (sds) (1012632-29, 1030941) is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the right common iliac artery. During advancing of the first omnilink stent delivery system (sds) (1012632-39, 1050441), the stent dislodged, and a snare device was used to retrieve the dislodged stent successfully. A second omnilink sds (1012632-29, 1030941) was advanced into the vessel and the stent dislodged as well. The dislodged stent was able to be retrieved with the delivery system but a cut down of the vessel was performed to remove the second dislodged stent. There was some resistance noted during advancement due to a sharp angle in the vessel. A third omnilink sds was used successfully to complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent removal of foreign body appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.